Event description:
It was reported that this pacemaker was found to be in safety mode with limited functionality. It was recommended to have the patient perform a patient initiated interrogation. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode with limited functionality. It was recommended to have the patient perform a patient initiated interrogation. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device case was removed, and the battery voltage measured 1.383 v. Engineers determined there were depleted cells with no battery-related failure. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was found to be in safety mode with limited functionality. It was recommended to have the patient perform a patient initiated interrogation. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.